Event description:
Customer reportedly received the following on the same device within 10 minutes: 409 mg/dl, 167 mg/dl, 136 mg/dl, and 308 mg/dl. No treatment given. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.